Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed that the bsv (blood sampling valve) would allow two or three drops of isoton to drip out at the end of a startup cycle. He removed the bsv and cleaned it. After re-installing the bsv, there was no longer any evidence of a leak. He ran two startups and controls with no further leaks or issues. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. A few drops leaked from the bsv (blood sampling valve) into the tray during startup. The leak was contained within the drip tray. The operator was wearing personal protective equipment of lab coat, protective eyewear, and gloves when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.